Event description:
It was reported that the patient had experienced sepsis, and was reported as deceased. No further information could be obtained through follow-up. The pacing system was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.